Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue pacing the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence of the customer's report with multiple "lead off" messages. The device log confirms that patient impedance was lost during the case for causes unknown. The device was recertified and returned to the customer. No trend is associated with reports of this type.